Manufacturer narrative:
The device was returned to zoll medical corporation; the customers report was observed and attributed to a disconnected hi/lo current harness. The hi/lo current harness was replaced to remedy the report. It is undetermined how the harness became disconnected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.